Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 months due to mitral valve endocarditis, source: '(B)(6).' Per the health care provider, the explant was not related to any device malfunction. Based on the op report indications, the patient was presented with emboli to her left foot and was found to have prosthetic valve endocarditis with enterococcus faecalis. The left atrium was opened. The left atrium was really quite small and exposure of the valve was somewhat difficult. There was vegetative material on both the atrial and ventricular side of the valve leaflets. The valve was excised and the pledgets were removed. The pledgets did not appear well incorporated into the tissue and came out quite easily. A new 25 mm edwards valve was carefully seated into position. The valve was checked by echocardiogram and was noted to be functioning quite well. There was no residual vegetative material. The patient was taken to the ICU.

Manufacturer narrative:
Device code = vegetations. (B)(4). Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The root cause of this event could be confirmed since the sample device was discarded by the hospital. However, the infection source was indicated to be (B)(6). No further actions are possible with the available information.